Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : device remains implanted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). There were no issues or complications or abnormalities with the implanted procedure: however, the patient had paralysis of the lower body. The physician suspects the patient has anomalies. It was noted that the artery of adamkiewicz was bypassed. No further information was provided.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the neurologic impairment (lower extremity paralysis) is confirmed. This is consistent with the reported adverse event/incident. It was reported that retrospective analysis of the preoperative CT scans revealed the origin of the adamkiewicz artery at l1¿l2 level. This origin may have unintentionally been covered by the endograft but could not conclusively be determined. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms were genitourinary complications (urinary retention), venous thrombosis, and additional surgical procedure (lumbar drain). The final patient status was reported as discharge to rehabilitation on postoperative day nine in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.